Manufacturer narrative:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) has been destroyed. Per manufacturer evaluation of the product returned, visual inspection at high magnification revealed a taper to taper tear in the balloon of the returned device, approximately 1 mm from the balloon proximal neck. There was no patient injury. Attempts to gather further information were unsuccessful. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with stopcock open. The sealant was partially deployed on the catheter shaft, and the advancer tube was found to have remained in the manufactured position as received. The procedural sheath was not returned with the device. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification revealed a taper to taper tear in the balloon of the returned device, approximately 1 mm from the balloon proximal neck. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. Review of lot f1705101 revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The lot met all product specifications, including sterilization prior to shipment. The event reported as balloon loss of pressure was confirmed. Balloon loss of pressure was caused by a taper to taper tear in the balloon, approximately 1 mm from the balloon proximal neck. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). However, based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) has been destroyed. Per manufacturer evaluation of the product returned, visual inspection at high magnification revealed a taper to taper tear in the balloon of the returned device, approximately 1 mm from the balloon proximal neck. There was no patient injury.